Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited gradually increasing pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high pacing impedance and increasing/high thresholds. In addition, the patient¿s implantable cardioverter defibrillator (ICD) exhibited a sudden rapid loss in remaining longevity and premature battery depletion. The ICD triggered recommended replacement time (rrt) after showing six years remaining longevity just two months prior. The rv lead was capped and replaced. The ICD was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.